Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter powered off during use at 9:41am on (B)(6) 2019. The patient manages his diabetes with humalog insulin (sliding scale). He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that around 2 hours after the meter powered off, he developed symptoms of "high glucose and thirstiness". He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information provided, there was no trauma to the meter and the battery did not need to be replaced. The cca educated the patient on the meter's behavior and auto-shutoff but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the meter powered off.